Event description:
On 11-dec-2025, it was reported by a sales representative via email that three ar-3636h self bunching knotless 1.8 hip fibertak anchors exhibited a frayed blue stitch after the repair suture was shuttled through the anchor. The anchor was still able to tension; however, it appeared as though there was an additional suture that was frayed. This issue occurred with three consecutive anchors from the same lot. The issue was discovered during a hip labrum repair procedure on (B)(6) 2025. Additional information was received on 19-dec-2025: the anchors remained implanted in the patient as removal was unsuccessful. All frayed suture material was removed using a shaver, leaving only the anchors in place. The procedure was completed with a replacement ar-3636h self-bunching knotless 1.8 hip fibertak anchor. The case was delayed by approximately 10 minutes, and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is use error. This includes pulling the sutures close to the rough bone and/or damage caused by interaction with other instruments. The complaint allegation was not confirmed. The customer attached a picture, and it can be observed that one device's suture had frayed. In the second picture, no damage was observed, and no additional pictures were provided.